Event description:
A journal article was received which contained information regarding a patient¿s left ventricular (lv) lead. The article reports that a left ventricular (lv) lead was placed in the posterior branch, but phrenic pacing was noted. Multiple positions were tried, with no capture and dislodgements noted. There was also stenosis noted. The lead was successfully placed with leaving the competitor's guide wire in vivo. At the three-month follow up visit, the lead and wire were stable and remain in place. Additional information was received through follow up with the author who indicated there were no allegations against the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿use of the retained guidewire technique facilitates left ventricular epicardial capture during biventricular defibrillator implantation.¿ pace. March 2007. Vol. 30; 436-437. (B)(4).